Event description:
While transporting pt in a shower chair, the front left wheel became detached. The pt fell and sustained left tibia/fibula fracture. The chair was being moved over a flat, tiled surface.